Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced vio dv 2.0 integrated electrosurgical unit (erbe) to resolve error c-33. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was analyzed and found to have generator defect. The complaint was confirmed based on investigation results, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that the customer experienced activation has been interrupted due to an error c-33. Customer has power cycled the vio dv 2.0 integrated electrosurgical unit (erbe) prior to calling with no change. No related errors in logs. Technical support engineer (tse) walked caller through removing ac power cord from back of erbe for 2 minutes and reconnecting with no change. Customer is going to swap vision side cart (vsc) to perform case. An issue with an intuitive product. The customer reported event has no report of patient injury.